Event description:
Philips received a complaint by the customer on the v60 indicating that while performing maintenance, it was observed that there was an error code 110b proximal pressure sensor auto-zero failed" message that had occurred. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the solenoid valves (sol3 and sol4) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed solenoids, x-valve (number 3 and 4 was returned to the product investigation lab (pil). The pil technician installed the solenoids, x-valve (number 3 and 4 into a pi ventilator to duplicate the reported issue. Pil tech performed the testing,tech verified and confirmed that no alarms or fault related diagnostic codes were generated during the 20-minute stb operation with suspect solenoids installed into gds. Pil could conclude that no problem/fault found related to returned suspect solenoids.